Event description:
It was reported PICC placed (B)(6) 2020. Used for epirubicin, cyklofosfamid and paklitaxel. During maintenance a leak was discovered from the catheter and when they pulled it out they saw a hole 8 cm from the hub. The patient got the rest of treatment thru other IV lines.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, returned sample evaluation, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be use related. The product returned for evaluation was 4fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 8cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet1480 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported PICC placed (B)(6) 2020. Used for epirubicin, cyklofosfamid and paklitaxel. During maintenance a leak was discovered from the catheter and when they pulled it out they saw a hole 8 cm from the hub. The patient got the rest of treatment thru other IV lines.